Event description:
The customer reported that multiple transmitters on wi-fi were dropping out and going into to comm loss on the central nurse's station (cns). No patient harm reported.

Manufacturer narrative:
Details of complaint: the customer reported that multiple transmitters on wi-fi were dropping out and going into to comm loss on the central nurse's station (cns). No patient harm reported. Service requested/performed: troubleshooting. Investigation summary: the overall risk score is medium. The device was not returned for physical evaluation and functional analysis. Due to the age of the complaint, additional information cannot be made available for investigation. The root cause for the gz transmitter communication loss cannot be determined. As this issue was occurring with multiple cns's, the root cause is most likely related to poor wireless coverage for the gz transmitters. This facility had reported multiple instances of comm loss around the time of this complaint. Nk tech support suspected that the cause of the comm loss was due to poor wireless coverage. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003. Since the root cause was unable to be determined, no CAPA is initiated. Without a root cause, the counter measure to prevent recurrence cannot be performed. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: multiple gz transmitters: model #: gz-130p. Serial #: one of the sns provided was (B)(6).

Manufacturer narrative:
The customer reported that multiple transmitters on (B)(6) are dropping out and going into to comm loss on the central nurse's station (cns). No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. (B)(4). The following devices were being used in conjunction with the cns. Concomitant medical product: gz-130p, sn (B)(4).

Event description:
The customer reported that multiple transmitters on (B)(6) are dropping out and going into to comm loss on the central nurse's station (cns). No patient harm reported.